Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced elevated blood glucose while ill; the pump delivered correction doses but glucose did not decrease, no leaks or kinks or air bubbles were observed, and after a site and supply change without noted issues the user disconnected and administered subcutaneous insulin via pen per endocrinology guidance, after which glucose returned to range. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.